Event description:
It was reported by the rep that the (1) 350s was used during a diagnostic laparoscopy procedure. It was reported that the seal on the device tore. The surgeon would like to know why this is happening. The case was completed with another device. There was no pt consequence.